Manufacturer narrative:
(B)(4). Results and conclusion: (occlusion).

Event description:
During procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Devices were successful; one complete se stent was successfully implanted in the right sfa to treat residual stenosis. It is reported that the patient suffered a re-occlusion of the right sfa approximately 13 months post index procedure. The investigator assessed the event as possibly related to the study device, procedure and drug. No intervention or treatment was carried out as the occlusion was determined to be asymptomatic. Event is unresolved.